Event description:
The recipient never performed as well with the concerned device as with the contralateral side. In addition to the poor sound quality the recipient later reported a tinny sound quality. CT scan showed multiple channels outside of the cochlea. Per implant registration card, 1 channel was left extra-cochlear at implantation when resistance was met. A post-op x-ray was conducted but images were difficult to read. At revision surgery on (B)(6) 2019 it was observed that up to 4 channels were outside of cochlea. Also, the 4th most apical contact seemed loosely attached. The user was successfully re-implanted.